Event description:
Patient presented to ir with a leaking PICC line placed 3 weeks ago. The PICC line was replaced with a 5 (B)(6) double lumen PICC. The manufacturer is aware of the problem as reflected in the attachment.

Manufacturer narrative:
The following elements have blank data.

Event description:
Patient presented to ir with a leaking PICC line placed 3 weeks ago. The PICC line was replaced with a 5 french double lumen PICC. The manufacturer is aware of the problem as reflected in the attachment. The dressing that we are using is the institution standard ---the sorbaview shield . The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.